Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted.

Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit during dwell 5 of 6. The hp was still connected, the supply bag was empty but there was solution in the heater bag. The technical service representative (tsr) had the hp cycle power and explained that a se 2240 indicates a large amount of air has entered setup. The hp confirmed finishing therapy with manuals. The tsr reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) that occurred during dwell 5 of 6 was not confirmed due to a lack of sample. The cause of the complaint was not determined. The root cause investigation is in progress through (B)(4).